Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringes had barcodes that could not be scanned by the hospital scanners. This occurred with 5760 units.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringes had barcodes that could not be scanned by the hospital scanners. This occurred with 5760 units.

Manufacturer narrative:
Investigation summary: no samples or photos were received for evaluation therefore failure mode could not be verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause description: it is likely that the UDI 2.0 barcode was implemented and our customer was not ready to manage the change. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.